Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: b1 (product problem should not have been checked.)

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and heard a pop while in hospital after primary total knee replacement. At a two-week follow up, the doctor noticed gaping in the medial compartment indicating mcl/medial retinaculum deficiency after the acute event. They tried a hinge brace protocol to see if tissue would scar in but with no luck. It resulted in the revision surgery to constrain the knee with the attune revision crs system. All components were very well fixed. Doi: (B)(6) 2020, dor: (B)(6) 2020, right knee.